Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the patient received inappropriate high voltage therapy due to oversensing of cautery. It was noted that a magnet had not been used to disable the implantable cardioverter defibrillator. The patient was stable following the event.